Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint. Visual inspection showed the blade of the instrument was broken distally. Approximately .251 was broken off and was not returned. Further examination found what looks like a portion of a staple embedded in the teflon pad. The piece measures 0.009 inches wide. The remaining portion of the blade shows some scratch marks, and the indentation of a staple. Striations are observed on the fracture surface inside out, in the direction of the crack propagation. This type of failure could be a result of cyclic fatigue failure. Failure analysis concluded the damage was likely due to mishandling / misuse. The customer reported event was initially reportable but the failure analysis findings did not meet the criteria of a reportable event. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.

Manufacturer narrative:
The harmonic ace curved shears has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Based on the information provided, this complaint is being reported due to the following conclusion: the harmonic ace curved shears jaw fell into the patient, and was retrieved. At this time, it is unknown what caused or contributed to the harmonic ace curved shears insert falling into the patient. There is no indication that the patient experienced a serious injury because of the reported issue.

Event description:
It was reported that during a da vinci hernia repair procedure, one of the harmonic ace curved shears instrument jaws broke inside the patient. All items were retrieved inside the patient. On (B)(6) 2015 intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. He stated that the broken jaw was retrieved laparoscopically during the da vinci surgical procedure. The initial reporter also indicated that no patient harm, adverse outcome, or injury occurred as a result of this incident. The patient has not returned due to post-operative complications as a result of the reported event.